Manufacturer narrative:
(B)(4). Diabete mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. At 3:00 am, the receiver failed to alert for a low, the patient went into ¿insulin shock¿ and fell out of bed. His wife was unable to revive him and called the paramedics. The patient¿s blood glucose (bg) per the paramedics was 42 mg/dl. The patient was treated with glucose, transported to the hospital, treated in the emergency department, and released later that day. The sensor insertion site and date were not provided. At the time of the report, the patient was doing okay. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. Receiver functional test was performed and passed. A manual functional "try it" test was performed and passed. The receiver case was opened for internal visual inspection and the inspection passed. The speaker resistance was measured and the resistance was within specification for the g6 receiver. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).